Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#: 1627487-2019-06219 & 1627487-2019-06428. It was reported the patient had been receiving ineffective stimulation. As a result, the patient underwent surgical intervention wherein physician added an additional lead to improve coverage. Surgical intervention resolved the patient's issue. All of the patient's leads are being reported because it's unknown which lead is liable.

Event description:
Related manufacturer reference#: 1627487-2019-06219 & 1627487-2019-06428.